Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor prompt occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, during data investigation, an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a replace sensor prompt is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.